Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of radiopaque (ro) marker detached. Block h10: the returned tandem xl was analyzed, and a visual evaluation noted that the working length was bent. The device was observed under magnification, the radiopaque (ro) marker was not visible in the device which is consistent with the findings per x-ray inspection. Destructive test was performed, and it was verified that the ro marker was missing. No other problems with the device were noted. The reported event of radiopaque (ro) marker detached was confirmed. Upon analysis, it was found that the device did not have the ro marker. Based on the condition of the device, the problem found was determined to be related with a manufacturing deficiency. It was also found that the working length was bent which was most likely caused by procedural factors and manipulation of the device. Based on all gathered information, the complaint will be documented as manufacturing deficiency. An investigation to address this problem has been initiated.

Event description:
It was reported to boston scientific corporation that a tandem xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, paint marker was not visible on the screen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on october 21, 2023: it was the radiopaque (ro) marker that was not visible on the screen, and the reason why it was not visible because it was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of radiopaque (ro) marker detached.

Event description:
It was reported to boston scientific corporation that a tandem xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, paint marker was not visible on the screen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on october 21, 2023: it was the radiopaque (ro) marker that was not visible on the screen, and the reason why it was not visible because it was detached.